Event description:
Smoke emitted from blackdiamond hdmi cable connected from c-arm device to port in sterrad boom that displays larger picture of surgical area. No patient harm or delay in service occurred.